Manufacturer narrative:
The device was received at spacelabs depot repair, and the reported problem was verified. The cpu with power supply was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017 a qube monitor powered off spontaneously while in use, and would not turn back on. No one was injured as a result of this event.